Event description:
On (B)(6) 2011 the reporter contacted animas to inquire about the return of unused supplies. She mentioned that the patient died on (B)(6) 2011. She provided the death certificate that listed diabetic complications as the cause of death with the interval between onset and death being "years." The reporter stated that the patient told her he was not feeling well on the evening of (B)(6) 2011 and complained of vomiting and stomach pain. She said that he did not complain of blood glucose (bg) excursions; on (B)(6) 2011 he told her that his bg was "a bit higher over the weekend, in the 200 mg/dl range but not too bad." The reporter said that the patient told her that he was able to keep liquids down later in the day on (B)(6) 2011. She said that she advised him to go to the doctor or the emergency room but he refused. The reporter stated that on the morning of (B)(6) 2011 she found him in bed, deceased. He was taken to the funeral home and no autopsy was performed. He was diagnosed in 1993 with type 1 diabetes mellitus and had a history of hyperglycemic and hypoglycemic events both before and after use of the pump. He began use of the animas insulin infusion pump in (B)(6) 2010. The reporter commented that the patient had experienced declining health over the past eight or nine years; she noted that the pump had a positive influence on his life. The reporter did not allege that the pump caused or contributed to the patient's death. She said that she noticed that the pump was beeping when the pump was returned by the funeral home personnel but she could not recall the message on the display. Since pump initiation in 2010 there were no complaints on record that indicated a malfunction or defect with the pump; there were no issues with blood glucose excursions reported to animas. Although there is no allegation of a malfunction, this complaint is being reported because at this time the use of the pump cannot be ruled out as a contributor to the patient's demise. The reporter agreed to return the pump and meter remote for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that the pump was in use until (B)(6) 2011. A review of the basal and bolus histories revealed the following: the last bolus was performed on (B)(6) 2011 at 11:57 pm; the last basal delivery occurred on (B)(6) 2011 at 7:55 am; the auto-off feature was set for eight hours, and an auto-off occurred on (B)(6) 2011 at 7:58 am; the pump was not resumed after the auto-off occurred. There were no alarms outside normal use observed in the history. The pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. An auto-off was duplicated during testing, and the pump emitted the appropriate audiovisual alerts. There was no defect found on investigation.